Event description:
The device was returned for evaluation. Set ID removed and pump + set ID inspected for ingress. No evidence of ingress found. Set ID inspected for damage. Set ID inspected on set ID test fixture and oscilloscope, no abnormal behavior found. Examination of flow control logs indicated occlusion sensor failures, but these errors occured prior to sensor calibration, based on their presence in flowctrlcli logs as opposed to flowdtrl logs. Safety management log review indicated very low battery voltage alarms for battery 1 and battery 2 on 05/18 at 10:38. The lvp was powered off and allowed to charge for 4 hours and no further alarms were observed. Examination of power processor log files on receipt showed battery health for both batteries at 100% and battery charging was normal. No problem found. Device performed as expected.

Event description:
Customer reports the following: "biomed reported failures in log. No patient harm." Preliminary review indicates that this was a setid sensor failure; although this did not stop an active infusion, fresenius kabi had initiated recall# z-1313-2023 in response to the issue. Reporting due to the referenced technical issue; no adverse effects or serious injuries to the patient were reported. More information is needed to complete the investigation.